Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 19371604.

Event description:
It was reported that the patient experienced unwanted stimulation down the midback and both of the feet even when the device was turned off. The patient described positional changes with the stimulation most likely be caused by lead breakage.